Event description:
Report received of leakage at the cassette resulting in underdelivery of a bolus dose. A pt with a diagnosis of chest pain was started on an aggrastat infusion with a bolus dose set at 60ml/hr for 30ml. When the pump beeped at bolus end, the IV tubing was noted to be leaking at the cassette diaphragm site. No pump alarms sounded. It was unknown how much of the bolus dose infused to the pt. The physician was notified. Customer reports they were unable to see the defect unless the pump was running. There was no harm to the pt.